Event description:
It was reported that the patient presented to the emergency room due to a patient alert. The patient had been inappropriately shocked three days before due to oversensing and noise on the right ventricular lead. The right ventricular lead had high impedance and was found to be fractured. The lead was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted, several conductors were distorted, the distal conductor was stretched, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism and sleevehead.